Event description:
It was reported that a cartridge alarm occurred during the load sequence. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer by planning to replace the pump, and the customer was instructed on how to use alternate insulin therapy. The customer was guided to return the faulty pump with a prepaid label and understood how to prepare it for return.